Manufacturer narrative:
The customer service center specialist (csc) suspected issues with the sample probe on the alinity c processing module (serial number (B)(6) and suggested to the customer, over the phone, to replace it. The customer checked the sample probe and found its tip to be contaminated. The customer replaced the alnty c-sample p (ln 04s51-01), which resolved the issue. A review of the analyzer¿s service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the probe was replaced. Trending review determined no trends identified for the product for the issue. Device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false elevated alinity c carbon dioxide result for one patient when running on the alinity c processing module (sn (B)(4)). The following data was provided: co2 (bicarbonate) (meq/l is equivalent to mmol/l). Lab range (22-29 mmol/l). Current instrument 35 mmol/l. Reran on another (B)(4) 25 mmol/l there was no impact to patient management reported.